Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the event was 204 mg/dl. The customer stated that the pump was also slowing down and had errors consistently. Troubleshooting was provided for the blank display. The blank display remained. The insulin pump will not be returned for analysis.